Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 528 mg/dl. The caller also reported that the insulin pump no longer vibrated to inform her of a low alert as it had done before; she stated that the device only beeped now. She also reported that there were some damaged infusion sets she used the day prior. She stated that she woke up very thirsty. She disconnected from the insulin pump and treated with a manual injection. She then noted that she had found the insulin had crystallized, which explained her high blood glucose levels. The blood glucose reading at the time of admission was 250 mg/dl. The hospital provided her with new insulin. She stated that she was wearing the insulin pump at the time of the event and had changed the infusion set 3 times, thinking that the issue was the tubing when she found it was actually an issue with the insulin. She was advised that the supplies be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.